Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was found the short circuit of the image sensor cable of the subject device which made disappearing the image. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to the deterioration due to repeated angle operations, or excessive bending of the universal cord or video cable of the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), it was found that that the image of the subject device was disappeared when the subject device was angulated. The occurrence date of the event is unknown. There was no patient injury associated with this report.